Manufacturer narrative:
The reason for this revision was for an infection that developed after one year . No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the implant device history records (dhrs) and product complaint report (pcr) database records show that the reported component used in the previous surgery met design and manufacturing requirements. The device was verified to have gone through acceptable sterilization processes and was within its expiration date at the time of use during the previous surgery. There were no findings during this investigation that indicate the reported device was the source/root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - a stage 1 revision due to the patient presenting with an infection in the knee. The surgeon removed the femur, tibia, and insert. An antibiotic cement and new poly insert were re-implanted with the original femur and tibia.

Manufacturer narrative:
Device eval: hospital disposed.